Event description:
The recipient reported of decreasing hearing performance with the device as well as an episode of strong noise and beeps as well as pain.. The recipient has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction, which is expected to have been present whilst implanted. Based on the information received from the field an incomplete insertion was achieved at initial implantation due to ossification. According to the implant registration card 6 to 8 channels has been left out of cochlea, which is likely the reason for the observed lack of benefit. Other perceived symptoms such as pain and beeps might be related to the recipient's anatomical variations and/or due to stimulation of the middle ear.this is a final report.

Manufacturer narrative:
Correction: follow-up 01 was erroneously submitted as follow-up 02 in error. Conclusion: device investigation did not reveal any device defect or malfunction, which is expected to have been present whilst implanted. Based on the information received from the field an incomplete insertion was achieved at initial implantation due to ossification. According to the implant registration card 6 to 8 channels has been left out of cochlea, which is likely the reason for the observed lack of benefit. Other perceived symptoms such as pain and beeps might be related to the recipient's anatomical variations and/or due to stimulation of the middle ear. This is a final report.

Event description:
The recipient reported of decreasing hearing performance with the device as well as an episode of strong noise and beeps as well as pain.. The recipient has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports of decreasing hearing performance with the device as well as an episode of strong noise and beeps. Further medical intervention is considered